Event description:
It was reported that during the operation, the delta chamber of the valve was noted to be broken.

Manufacturer narrative:
(B) (4). The valve was patent. However, it did not pass leak testing due to multiple tears on top of the delta chamber. This precluded siphon and reflux testing as well as measurement of pressure flow characteristics and preimplantation testing. The instructions for use that accompany the device caution that care should be taken in handling valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the mfg records was not possible as no lot # was provided. All of our valves are 100% tested at the time of manufacture.